Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascqs0049 showed no other similar product complaint(s) from this lot number.

Event description:
Patient's mother reported seeing fluids of blood coming from the line. It was stated upon assessment, line was broken at the point where the tubing connects to the hub.